Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer won¿t open. A field service engineer found an issue where pas 2.1 would not lock upon closing. Found that the retractor bands were tied too tightly from manufacturing. Retied and adjusted the retractor bands for both 2.1 and 2.2. System tested successfully and was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer did not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.